Event description:
Procedure included left knee arthroscopy in a pt with total knee replacement using vulcan ablator-s90' 3.5mm high profile probe. Ground pad was placed with good contact on right upper thigh. During procedure, vulcan generator alarmed indicating a ground interruption. The connection to the generator was checked first, then the ground pad on the pt was checked. Ground pad removed, outer rectangular area where adhesive attached to skin was slightly pink in color without raised areas. Rn consulted with anesthesiologist, noting site was okay, pad reapplied. Procedure continued without alarms sounding. Surgeon noted toward end of case, handheld portion of probe was warm to touch. Upon completion of procedure ground removed carefully, right upper thigh still pink in color. In pacu, patient complained to rn to painful area on right upper thigh. Three small blisters were noted where ground pad was placed. Patient contacted 4 days later - skin healed well.